Manufacturer narrative:
Manufacturing review: - a manufacturing review was performed. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfxg3764, for a similar failure mode. Visual/microscopic inspection: - the returned filter and snare retrieval device appear to be clean. The distal tip of the snare sheath is damaged. The filter contained all 6 arms and legs. One filter arm was bent and wrapped around several other limbs. An unknown piece of coiled material was returned. It is possible the coiled material was part of the snare device. Based on the returned sample condition, a bent filter arm is confirmed. Functional/performance evaluation: - heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: - as medical records were not provided, a review could not be performed. Image/photo review: - based on the one image that was provided, a bent filter arm cannot be confirmed. Removal difficulty cannot be confirmed. Conclusion: - based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the reported event. Labeling review: - the current IFU (instructions for use) states: - warnings: do not attempt to remove the denali filter if significant amounts of thrombus are trapped within the filter or if the filter snare hook is embedded within the cava wall. After filter implantation, any catheterization procedure requiring passage of a device through the filter may be impeded, or filter may become entangled. Remove the denali filter using an intravascular snare only. Refer to the ¿optional procedure for filter removal¿ section for details. Precautions: the retrieval of the denali vena cava filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Care should be taken when advancing the 9f retrieval sheath in the caudal direction to avoid completely covering the arms and legs. Optional procedure for filter removal: slowly advance the loop forward over the filter snare hook. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. Note: under fluoroscopic guidance, ensure that the loop of the snare has properly engaged the filter snare hook and that the filter snare hook, retrieval sheath and snare are aligned. Be careful to snare the top of the hook; not the side. The marker tip of the snare catheter must be cephalad to the filter snare hook.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the scheduled retrieval of a vena cava filter, a filter arm became bent. All the filter limbs were in the correct configuration immediately prior to the filter removal. The filter was removed without further incident. There was no reported patient injury.